Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. Customer¿s blood glucose level was 532 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin shot. Customer also reported that the insulin pump received no delivery alarm. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer stated that they ran self test and it came back with no delivery with a empty insulin pump. However, customer then ran self test after we rewind the insulin pump and customer still getting a no delivery 5 seconds after self test started and the self test was fail. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.